Event description:
During a patient's coaptite bulking procedure, the initial injection was placed into the bladder, the second injection was placed correctly. Pt was discharged that day. Next day she was catheterized and shown how to self-cath. Several days later the catheter began showing small amounts of blood and gray fibrous matter.

Manufacturer narrative:
Due to complications which occurred during her coaptite bulking procedure, the pt was catheterized the next day. The catheter was removed and she was taught to self-cath. Three days later, the catheter began showing small clots of blood and gray fibrous matter. Pt went to urgent care and was diagnosed with a urinary tract infection. Bsc followed up with the physician and it was reported that the pt developed mild urinary retention after the procedure, requiring catheterization. The physician felt the uti she developed was probably a result of the patient's self-catheterizing. Both the retention and the uti have resolved. The physician believes the gray fibrous matter present in the catheter might be the coaptite which had been originally injected into the bladder. No further medical intervention is required.